Event description:
The patient was revised due to an infection on (B)(6). 2026. The implantation date was on (B)(6) 2025.

Manufacturer narrative:
The event took place outside the united states (in (B)(6)) and was associated with a product that is also cleared for the market in the united states.